Event description:
It was reported that the balloon burst in situ. There were no pt complications.

Manufacturer narrative:
An inspection of the returned sample found that the balloon latex had burst in the center of the balloon. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.